Manufacturer narrative:
This case was mistakenly associated to a lead manufactured and sold by another company. It was therefore decided to record this event under the associated pacemaker, only to analyze the patient files. Nevertheless, this follow-up MDR is sent to notify the FDA of the closure of the case, even though no issue was reported by the user for the pacemaker (the pacemaker did not fail to meet its performance specifications and did not fail to perform as intended). The following fields are impacted by this change and have been corrected in this report: d1, d2, d4 and d7. Please refer to the attached final report.

Event description:
On (B)(6)2020 , a pacemaker check was conducted during a regular follow-up. Oversensing due to noise was observed in several recorded episodes. Two low impedance measurement were also observed in atrial lead measurement curve, and the possibility of lead damage was suspected. Tests were performed in order to reproduce the noise, without success. The remaining battery longevity was at least six months, and a follow-up check will is scheduled for (B)(6)2020 . The pacemaker replacement will be planned. At that time, lead replacement will be also considered. A reintervention was performed on (B)(6)2020 . The pacemaker was replaced and the atrial lead was kept implanted.. If the atrial lead were to become completely unusable, the physician plans to switch to vvi mode.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2020, a pacemaker check was conducted during a regular follow-up. Oversensing due to noise was observed in several recorded episodes. Two low impedance measurement were also observed in atrial lead measurement curve, and the possibility of lead damage was suspected. Tests were performed in order to reproduce the noise, without success. The remaining battery longevity was at least six months, and a follow-up check will is scheduled for (B)(6) 2020. The pacemaker replacement will be planned. At that time, lead replacement will be also considered.